Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced drug hypersensitivity ("allergic to flagyl") and cyst rupture ("cyst that ruptured"). The patient was treated with surgery (removal surgery in jan (unspecified)). Essure was removed. At the time of the report, the medical device removal, drug hypersensitivity and cyst rupture outcome was unknown. The reporter considered cyst rupture, drug hypersensitivity and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media : medical device removal, drug hypersensitivity, cyst rupture . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received : reporter information updated. New events: allergic to flagyl, cyst that ruptured were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: detox. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced drug hypersensitivity ("allergic to flagyl"), cyst rupture ("cyst that ruptured"), inflammation ("inflammation"), gastrointestinal disorder ("bowel problems"), paraesthesia ("tingling and numbness my hands"), hypoaesthesia ("tingling and numbness my hands"), migraine ("chronic migraines"), fatigue ("fatigue") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal surgery in jan (unspecified)). Essure was removed. At the time of the report, the medical device removal, drug hypersensitivity, cyst rupture, weight increased, inflammation, gastrointestinal disorder, hypoaesthesia and migraine outcome was unknown and the fatigue and arthralgia had not resolved. The reporter considered arthralgia, cyst rupture, drug hypersensitivity, fatigue, gastrointestinal disorder, hypoaesthesia, inflammation, medical device removal, migraine, paraesthesia and weight increased to be related to essure. The reporter commented: surgery in january. Concerning the injuries reported in this case, the following one was reported via social media : medical device removal, drug hypersensitivity, cyst rupture, weight gain, inflammation, joint pain, fatigue quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information, events: joint pain, fatigue added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced drug hypersensitivity ("allergic to flagyl"), cyst rupture ("cyst that ruptured") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal surgery in jan (unspecified)). Essure was removed. At the time of the report, the medical device removal, drug hypersensitivity, cyst rupture, weight increased and inflammation outcome was unknown. The reporter considered cyst rupture, drug hypersensitivity, inflammation, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media : medical device removal, drug hypersensitivity, cyst rupture, weight gain, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: content from social media received. Events weight gain and inflammation were added. On 5-feb-2020: fu3 and fu4 were processed together. No new clinical information was provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced drug hypersensitivity ("allergic to flagyl"), cyst rupture ("cyst that ruptured"), inflammation ("inflammation") and gastrointestinal disorder ("bowel problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal surgery in jan (unspecified)). Essure was removed. At the time of the report, the medical device removal, drug hypersensitivity, cyst rupture, weight increased, inflammation and gastrointestinal disorder outcome was unknown. The reporter considered cyst rupture, drug hypersensitivity, gastrointestinal disorder, inflammation, medical device removal and weight increased to be related to essure. The reporter commented: surgery in (B)(6). Concerning the injuries reported in this case, the following one was reported via social media : medical device removal, drug hypersensitivity, cyst rupture, weight gain, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event bowel problems was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: detox. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced drug hypersensitivity ("allergic to flagyl"), cyst rupture ("cyst that ruptured"), inflammation ("inflammation"), gastrointestinal disorder ("bowel problems"), paraesthesia ("tingling and numbness my hands") and hypoaesthesia ("tingling and numbness my hands") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal surgery in jan (unspecified)). Essure was removed. At the time of the report, the medical device removal, drug hypersensitivity, cyst rupture, weight increased, inflammation and gastrointestinal disorder outcome was unknown. The reporter considered cyst rupture, drug hypersensitivity, gastrointestinal disorder, hypoaesthesia, inflammation, medical device removal, paraesthesia and weight increased to be related to essure. The reporter commented: surgery in january. Concerning the injuries reported in this case, the following one was reported via social media : medical device removal, drug hypersensitivity, cyst rupture, weight gain, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received - new events tingling and numbness my hands were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: detox. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced drug hypersensitivity ("allergic to flagyl"), cyst rupture ("cyst that ruptured"), inflammation ("inflammation"), gastrointestinal disorder ("bowel problems"), paraesthesia ("tingling and numbness my hands"), hypoaesthesia ("tingling and numbness my hands") and migraine ("chronic migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal surgery in jan (unspecified)). Essure was removed. At the time of the report, the medical device removal, drug hypersensitivity, cyst rupture, weight increased, inflammation and gastrointestinal disorder outcome was unknown. The reporter considered cyst rupture, drug hypersensitivity, gastrointestinal disorder, hypoaesthesia, inflammation, medical device removal, migraine, paraesthesia and weight increased to be related to essure. The reporter commented: surgery in january. Concerning the injuries reported in this case, the following one was reported via social media : medical device removal, drug hypersensitivity, cyst rupture, weight gain, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: detox. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced drug hypersensitivity ("allergic to flagyl"), cyst rupture ("cyst that ruptured"), inflammation ("inflammation"), gastrointestinal disorder ("bowel problems"), paraesthesia ("tingling and numbness my hands"), hypoaesthesia ("tingling and numbness my hands") and migraine ("chronic migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal surgery in jan (unspecified)). Essure was removed. At the time of the report, the medical device removal, drug hypersensitivity, cyst rupture, weight increased, inflammation and gastrointestinal disorder outcome was unknown. The reporter considered cyst rupture, drug hypersensitivity, gastrointestinal disorder, hypoaesthesia, inflammation, medical device removal, migraine, paraesthesia and weight increased to be related to essure. The reporter commented: surgery in (B)(6). Concerning the injuries reported in this case, the following one was reported via social media : medical device removal, drug hypersensitivity, cyst rupture, weight gain, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. New event chronic migraines was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.